Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The g2 field was corrected based on information available at the time of the initial submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 5 years since the subject device was manufactured. Based on the results of the investigation, the damage was likely attributed to user error, improper handling, or the application of excessive force. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found that the light guide post was loose. In addition the device evaluation also found that there was debris under the eyepiece lens and dark stains on the image. Fiber breakage and dents on the frame of the objective window were also found. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported the lens was stuck in the light source. The issue was found during reprocessing. There were no reports of patient harm.